Event description:
Reported as "after different adjustments and checking, a hole has been found."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Analysis confirmed damage to the buckle, which likely occurred during the surgeon's attempt to reposition the band. Analysis of the device also found an opening in the device shell. This opening is consistent with puncture by a needle and may be the source of the leakage. In addition, analysis also noted surgical-like damage to shell and ring of the band. We believe this damage was likely caused during surgery to remove the device. Device labeling: device labeling addresses the possible outcome of a damaged device and/or leakage as follows: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery." "Deflation of the band may occur due to leakage from the band, the port or the connector tubing."